Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction and urge incontinence. It was reported that the patient's bladder stimulator is not working. The caller states the patient is unable to void on their own, so they have been having to straight catheterize the patient, and now the patient has a foley. The caller states this started around the time the patient came to the hospital on the 21st. The agent asked if the ins is on and the caller said that the pt was having trouble connecting to the device, which also apparently started on the 21st, so it is unknown if the ins is on/off. The caller does not know who the managing physician is for the patient. The caller was not with the patient during the call and did not have their external components with them at the time of the call. The technical service specialist advised the caller to call back when they are with the patient and the externals for further troubleshooting. Additional information was received on 2026-feb-24. The caller followed up with the remote patient to get assistance to check the status of the therapy. The caller was able to connect to the ins and confirm that therapy was on. Tss reviewed information about therapy. The caller indicated that they did not need any additional assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.